Manufacturer narrative:
(B)(4). The root cause of the loose connection cannot be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during peritoneal dialysis (pd) therapy, a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) machine during three of four. The home patient (hp) did not have one of her supply bags securely connected and it started to leak while in dwell causing the se 2240 alarm. The baxter technical service representative (tsr) explained the se 2240 to the hp and assisted hp to clear the alarms so the hp may unload the cassette and bags. The tsr referred the hp to the on call nurse. There was patient involvement; however, there was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up report will be submitted.